Event description:
As reported, the tip of an aquatrack hydrophilic nitinol guidewire broke, during the procedure, as it was being advanced towards the obstruction located between the vena cava, in the left pectoral region. Through fluoroscopy, a "filament" of the guidewire is observed to be "wounded" at the puncture site (the subclavian vein). It is removed with the help of a snare. The procedure is performed without any complication and the patient leaves in perfect condition. There are no reports of patient injury. The 58-year-old, female patient, was undergoing a scheduled implantation of a dual-camera cardio defibrillator when the issue occurred. The device was not returned for evaluation.

Manufacturer narrative:
There is no additional information received or changes made to this report. This report was generated in error and due to the system's limitation, this report is being submitted.